Manufacturer narrative:
Due to character limit in the e1 section-the fulll iitial reporter name is rebecca fluharty. The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with a catheter restriction alarm. User verified all lines and connections were secure and appropriate and that there was no blood or visible kinks in the helium tubing. The esp personel had her perform a fill and press start several times which did not resume therapy. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.